Event description:
The product was used to close a right eyebrow laceration on a pt. The laceration was the result of a tooth puncture involving another person. One day post op the eye was swollen and a "pus like drainage" was present. Pt diagnosed with cellulitis and placed on amoxicillin. This was eventually switched to another antibiotic. The pt continues to experience "white stuff" under the adhesive. The adhesive continues to be "stuck" to the eyebrow, the family member just wants to know how to remove the adhesive from the eyebrow, they attribute the infection/reaction to the bite wound and not the product. The current condition of the pt is unknown. The product was not returned.